Manufacturer narrative:
The condition of a failure to alarm failure code 550:320:654:0000 upon power up was confirmed through evaluation due to a disconnected speaker harness. The speaker harness was reconnected to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During device evaluation by baxter, a colleague infusion pump failed to alarm failure code 550:320:654:0000 upon power up. There was no patient involvement; therefore, no patient injury or medical intervention is associated with this event. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.